Event description:
It was reported the patient never had therapeutic effect. The patient had 1 lead in the subthalamic nucleus (stn) and 2 leads were in the other stn. They implanted the leads and then ¿dropped¿ a second lead (unknown side) to help with the tremor because the placement of the first wasn¿t great. All 3 of the leads were plugged into the implantable neurostimulators (ins). The neurosurgeon had stated that they could turn on both leads that are in the stn at the same time but they wanted to confirm. They were unsure if the new lead had been programmed. Limited programming had been done with the patient and after the first attempt they had decided to let the patient heal first. So far the patient¿s tremor had not been addressed. It was further noted that the lead that was attached to the ins was poorly placed. Programming was done and it did not help. No troubleshooting or intervention had occurred that they were aware of. The patient was doing well after the reprogramming with the newly placed leads.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0g7xz, implanted: (B)(6) 2014, product type: lead; product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3387s-40, lot# va0g7xz, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0hxzv, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0hxzv, implanted: (B)(6) 2014, product type: lead; product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 3387s-40, lot# v616863, implanted: (B)(6) 2011, product type: lead. (B)(4).